Event description:
The customer reported that the ventilator has no volume, no readings and alarming rebreathing co2 constantly. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
H10: this gds system failure was caused by an out of spec air flow sensor u1. Replacement of u1 corrected the failure with no other faults identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 this gas delivery system was returned and it was determined that the system failure was caused by an out of specification air flow sensor u1. Replacement of u1 corrected the failure with no other faults identified. D9 - date returned to manufacturer h11 g1 - manufacturer contact office.